Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl with ketones. The customer performed a fill tubing and saw insulin exit the tubing. The customer changed the infusion site. The customer declined tandem technical support's offer to troubleshoot as there have been no further occlusions.